Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the jaws jammed and the device was difficult to open. Another device was used to continue the procedure. There was no patient injury.

Manufacturer narrative:
Additional information: (prefix) correction: evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product did not meet specification as received. The visual inspection found the knife was trapped and contained within the jaws. The jaws would not open or close due to the trapped knife. The reported condition was confirmed. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning can reduce difficulty activating the knife. The investigation identified the root cause of the reported event to be knife trap due to user error. The instructions for use (IFU) cautions confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter. If information is provided in the future, a supplemental report will be issued.